Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states the pump and sensor are not alarming for the lows. The customer's blood glucose level was 35mg/dl. The customer treated lows with candy. Troubleshoot was conducted. The pump was found to have passed displacement test. The customer was advised reservoir and set would be replaced. The customer was advised to monitor the device and call back if issues persist.